Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft 66878 00191 or spinbrush pro whitening toothbrush medium 66878 00193. The product was manufactured at one of the following locations. Contract manufacturer: (B)(4).